Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He was attempting to enter a bolus and the buttons were unresponsive then the alarm occurred. His blood glucose was 156 mg/dl. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.